Event description:
It was reported by patient financial services that the customer is deceased. No indication that a medtronic device caused or contributed to the incident. The date of passing was unknown. No further details provided. A request to return the device was made and analysis has been completed. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device alarmed after a battery change; unable to determine root cause due to insulin pump preservation. Pump received without the original battery. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads. The device passed the delivery volume accuracy test at 97.24 percent.